Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported byte aligners forced unnatural space between their left lateral and center incisor and pushed the right center incisor behind the right lateral incisor which is pushed out. Furthermore, the patient indicated they have chipped teeth and tooth discoloration.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.